Event description:
Customer reported experiencing a current low blood glucose level, with the lowest recorded at 47mg/dl. Low bg cause was unknown. Customer planned to consume carbohydrates to address the low blood glucose level and was advised by technical support to monitor the situation and follow up if the issue continued.